Manufacturer narrative:
The investigation of introducer damage ¿ mechanical has been completed. The product was not returned for investigation, and a data log review was not required for this case. According to the clinical notes, a defect was observed in the short 23fr introducer due to poor water passage. Additionally, no clinical image was provided for the reported issue. The cause of the introducer damage issue was not determined since product was not returned and sufficient clinical information was not provided.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported in preparation of an impella 5.5 device implant for mechanical circulatory support to a patient with cardiomyopathy, it was noted the graft insertion kit had poor water passage and, therefore, was replaced. There was no harm to the patient.